Event description:
Corflo* nasogastric/nasointestinal feeding tube with enfit® connector malfunction. In attempting to place feeding tube, I was unable to auscultate air insufflation when reaching the ng mark. I pulled multiple syringes of air. I did attempt once to pass the tube into the intestine with the same result, despite feeling the tube pop through the pyloric valve. Tube was removed. On testing tube, air does pass through the tube (verified by placing the end of the tube in a cup of water), however no liquid pulls up when drawing back on the syringe. Suspect there is a hole or perforation somewhere in the tube. I did not investigate further. I did notice there was a mild bend in the tube near the end that is not typically present on the tubes.